Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins (sn# (B)(4)) found the ins battery had reduced capacity due to overdischarge. Analysis of the lead (sn# (B)(4)) found the lead proximal end had a conduction broken. The #9 conductor break was located near the distal side of the #8 connector. The #9 conductor was broken; 2.7 cm from the proximal end. Outer insulation was melted, (breached) conductor was also tagged with the electro-cautery artifact "balling" or "pooling" of conductor wire observed, 9.9 cm from distal. Outer insulation was melted (cosmetic <(>&<)> breached) in various locations. (B)(4).

Event description:
It was reported that the patient experienced heating when charging, sharp pain at spine incision, dull pain from spine to implantable neurostimulator (ins), ins tilting forward and hitting patient's belt, and the necessity to "contort" in order to get stimulation into her foot. It was noted that a revision was planned. The patient's recharger was reportedly being investigated through the manufacturer's repair department. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for a revision on (B)(6) 2014. No diagnostics or trouble shooting was performed. The cause of the issue was not determined. Additional information received reported that the patient was experiencing intermittent stimulation. It was noted that impedance tes ting, an x-ray and reprogramming were performed. The patient's device was replaced. It was further noted that the patient experienced pain at the ins site and overheating of the recharger. It was noted that intermittent high impedances were found during the pre-operative evaluation. It was noted that the stimulation helped and it was fine, but only in certain positions. It was noted that it had worked perfectly for 2 years then about a year prior to the report, it started becoming positional. There was no sentinel event related to this issue. It was noted that the implantable neurostimulator (ins) site was tender and when charging it got very warm. It was noted that impedance testing was performed and in the recumbent position, the impedances were within normal limits. It was noted that in the seated position with the legs hanging off of the side of the bed, electrode #9 was greater than 10,000 ohms and 20,000 ohms in 2 subsequent tests. It was noted that they removed all of the components and replaced with new devices to eliminate ay implant as the cause. It was noted that the implantable neurostimulator (ins) was moved above the belt line and to the opposite side, now the left side. Additional information received reported that there were normal impedances, no heating and excellent coverage at lower amplitudes. It was noted that the patient was delighted with the outcome and in her words was receiving therapy that "felt like the first time."

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752 serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer; patient product ID: (B)(6), serial# (B)(4), implanted: (B)(6) 2010, product type: lead.